Event description:
It was reported that a damaged layer of the bend relief / power cable of the system controller was noted. No alarms occurred. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: date of implant redacted for this product section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of a damaged strain relief and power cable jacket of the system controller was confirmed. System controller, serial (B)(6), was returned for analysis with a damaged black strain relief and a damaged black power cable jacket under the strain relief which exposed the underlying wires. There was no damage observed to the exposed underlying wires of the power cable. A review of the downloaded controller event log file spanned approximately 7 hours (24feb2025 from 05:58:00 ¿ 12:56:44 and 02feb2000 per time stamp). There were no notable alarms active in the log file. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided stated that no log files could be provided and no alarms occurred due to the damage. A root cause for the reported event cannot be conclusively determined through this analysis. Incidental finding revealed wire fatigue on the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.